Event description:
It was reproted that a spectrum pump displayed system error 105. It was also reproted there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.